Event description:
It was reported that the patient presented to the hospital after receiving inappropriate atp and high voltage therapies. Programming changes were recommended. However, the decision was made to change the patients medication instead. The patient will be monitored with routine follow ups.